Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "poor video images and no video images." No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device was not sent to the manufacturer for inspection. Therefore, the technical inspection by the manufacturer and the fault report provided by the customer could not be confirmed. The fault description provided by the customer, the absence of an image or a poor-quality image can have many causes; they may also be caused by other components, an operating error or a defective cable. The electronic technical report from the UK shows that there is only a fault with the light; no image failure could be detected. Should new or additional relevant information become available or the product be sent in, we will continue the investigation accordingly. The event is filed under internal karl storz complaint ID: (B)(4).